Manufacturer narrative:
The consumer reported that the tampon was lost in her body and she needed medical attention to remove it, but did not report a malfunction that caused the issue. Upon removal, the tampon was found with string intact and there was no injury or sign of infection. An investigation was conducted that included a 24- month trend analysis and product risk documentation. No trend was identified during trend analysis. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Had tampon in for at least 36 hours. They inserted on tuesday around 9:00p.m. And had it removed around noon on thursday - almost 2 days later. [Foreign body in reproductive tract] when I finally attempted to remove it, I couldn't [complication of device removal] the tampon wasn't absorbing everything [device effect decreased] some cramping [dysmenorrhoea] discomfort [menstrual discomfort] more bleeding than usual but symptoms are not wholly abnormal for her period [heavy menstrual bleeding] case narrative: on (B)(6) 2023, a spontaneous report was received from a non-healthcare professional regarding a female (age was not reported) who was being treated with playtex sport plastic (tampon, menstrual, unscented). Medical history included pcos (polycystic ovary syndrome), period symptoms that were abnormal, clarified as some cramping, discomfort, and more bleeding than usual, and fatigue. Concomitant products were not reported. On an unspecified date, the patient started treatment with playtex sport plastic, unscented. On 18-apr-2023, after inserting a regular playtex sport plastic tampon around 9:00 pm, the patient experienced the tampon was not absorbing everything and she added a pad. On an unspecified date in apr-2023, she got busy with work and when she finally attempted to remove the tampon, she couldn't (also reported as tampon was stuck). She called to see if she could get into her obgyn (obstetrician/gynecologist) but the doctor did not have any openings. She noticed some cramping, discomfort, and more bleeding than usual, but the symptoms were not wholly abnormal for her period. On (B)(6) 2023 around 12:00 pm, she went to a local urgent care center and the doctor was able to remove the tampon and the string was still attached. The tampon had been inside her for at least 36 hours. After removal, the doctor performed an ultrasound and an x-ray to ensure there was not any remnants of the product left inside of her and none were found. No medication was prescribed and the doctor found no injury or signs of infection including tss (toxic shock syndrome). The doctor did recommend that the consumer follow-up with their obgyn. She did not insert another tampon. As of 20-apr-2023, the statuses of cramps, discomfort, and bleeding were not reported. No additional information was provided.